Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during the procedure, a 20/30 priority pack indeflator was connected directly to a balloon hub. The pressure would not hold when inflating and a leak was noted in the indeflator. A second 20/30 priority pack indeflator was attached and the same occurrence happened. A third 20/30 priority pack indeflator was attached and the procedure was able to proceed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.